Manufacturer narrative:
Analysis was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The pump passed self-test, rewind, seating, basic occlusion test and force sensor test. The insulin pump had error 53 found in the pump history (line number = 765 and file number = 34). Analysis was unable to determine root cause per r and d. The insulin pump also had a missing reservoir tube o-ring, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, stained keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 53. The customer's blood glucose level was 9.2 mmol/l at the time of the incident. The customer states the power error 53 alarm occurred multiple times. The insulin pump will be returned for analysis.